Event description:
The patient's father reported that the patient was hospitalized last year with bilateral pneumonia and severe seizures. It was reported that the patient's device has not been checked recently because the patient does not have a treating physician currently. The patient was provided a physician's name and was scheduled for evaluation. The patient has not been seen to date. No additional relevant in formation has been received to date.

Event description:
It was reported that the patient was seen by a new physician and device diagnostics were within normal limits.